Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the cannulas were not holding infusion during a vitrectomy procedure. When the first pack did not connect, a second pack was opened with the same problem. There was no delay in the procedure and no impact to the pt.